Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Device evaluated by MFR: not returned.

Event description:
Edwards received notification for a pascal in mitral position where air bubbles were introduced into atrium from steerable catheter when first advancing the implant handle. Despite a field trainer double flushing the steerable catheter there were potential air bubbles introduced into the la when the physician first advanced the implant catheter. P10 was prepped by the clinical trainer and the steerable catheter was flushed with 2 full syringes of heparinized saline. Air bubbles were introduced into the la when the implant handle was advanced by the physician for the first time. Dr. Latib was concerned, but there was no harm to the patient and no adverse events. The volume of air ejected from the steerable catheter was greater than what is typically seen during a pascal procedure. Mr severity at baseline was severe 4+ and mr severity post op was severe 4+.

Manufacturer narrative:
Following sections were updated/added/corrected: b4, d4, g3, g6, h2, h4, h6 and h10. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with other empirical evidence via report of the event by an edwards clinical specialist. The complaint was confirmed, however a DHR review of the lot in question revealed no related non-conformances. No imaging or product was returned, so device defects could not be confirmed. Representative units were used for additional testing to evaluate potential mechanisms for air to escape from the is (implant system). The results of the testing showed that in certain scenarios, air introduced into the sc (steerable catheter) can remain seated into the shaft before being pushed out by advancing the ic (implant catheter). Potential root causes for how air enters the sc may include: - improper de-airing technique that leaves air in the sc or ic shafts. - leaks in the system that draw in air prior to device insertion into the patient. - air remaining in pressure monitoring lines that gets pushed into the implant . System upon connection to the sc handle flushport. However, a true root cause is unable to be determined.